Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the patient experienced pericardial effusion. Pericardiocentesis was performed. The pacing lead and introducer were attempted/not used and replaced. No further patient complications have been reported as a result of this event.